Event description:
The account alleged that the head section weldment is broke and the pin came out of the head drive causing the head section to fall. No pt impact.

Manufacturer narrative:
The technician found that it was a broken weld on the head section. The technician had a new head section shipped to the customer. No further information is available on the repair of the bed at this time.